Event description:
According to the reporter, prior to use, stapler could not be closed until the end. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.